Event description:
This report summarizes 14 malfunction events where a midwest® e mini 1:5 handpiece overheated. 14 events resulted in no injury.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 13 of 14 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of five devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of three devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer.